Event description:
Procedure type: lobectomy. According to the reporter: the procedure was performed in (B)(6) 2012 and the root of superior pulmonary vein was excised with egia45avm. Recently the postoperative examination was performed and large venous thrombus at the stump of superior pulmonary was confirmed through angiography. The patient has been hospitalized and heparin was administered. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).